Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was partially separated. Both the probe tip and the grasping section had contact marks with each other. The coating of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. These types of the events are most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of the probe and the tissue pad were damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic partial hepatectomy, three thunderbeat devices were failed. In the procedure, the device could not be activated in seal & cut mode. The user exchanged it with the 2nd device and continued the procedure. However, the tissue pad was separated and the device could not be activated. The user exchanged it with the 3rd device and continued the procedure. However, when the user cleaned the probe outside the patient, it broke off. The procedure was completed with another device. There was no patient injury reported. On (B)(4) 2017, olympus medical systems corp. (Omsc) found that the coating of the probe for the 2nd device was partially missing. This is the report regarding the separation of the tissue pad and the missing of the probe coating for the 2nd device.